Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 430 mg/dl, eating sweets, bloused with insulin pump and troubleshooting was declined. Customer stated that the auto mode feature was on. Customer did not receive a sensor updating sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The devices will not be returned for analysis.